Manufacturer narrative:
The customer reported a delay in alarm function with their philips intellivue information center (piic). No adverse event involving patient or user was reported.

Event description:
The customer reported a delay in alarm function with their philips intellivue information center (piic). No adverse event involving patient or user was reported.